Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy procedure. After initial use, the manual stapler handle jammed causing the reload to stay closed and making it difficult to change the reload. This occurred in the field and not on patient. There was a problem loading and unloading the device. The stapler had been functioning fine before this. A new device was used to resolve the issue. No reinforcement material was used. No patient adverse events reported.